Event description:
It was reported that the cysto-nephro videoscope was incorrectly reprocessed. The forceps/irrigation plug separated into only three parts; after clarification that it disassembles into four, customer immediately pulled all forceps/irrigation plug devices and reprocessed them according to the instructions for use. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d4 (lot #, model #), h2, h6 and h11. Corrected fields: b5, d1, d2a, d2b, d3, d4, d10, g1, g4 and h6. Correction to d10: the d10 field should be blank as there are no concomitant devices involved in the event. The device was not returned to olympus for inspection. However, the ess reviewed reprocessing guidelines from the user and reprocessing manuals, with emphasis on proper disassembly. After clarification that the forceps plug disassembles into four parts, the customer pulled all irrigation plugs and reprocessed them according to the instructions for use (IFU). The ess provided training and copies of the instructions for use. Based on the results of the investigation, the most probable cause of the complaint is failure to follow instructions. The event can be prevented by following the IFU which states: "be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: it was reported by the endoscopic support specialist (ess) that the customer disassembled the forceps irrigation plug into three parts instead of four parts during reprocessing. The issue was identified during a reprocessing in-service. There were no reports of patient harm associated with the event.